Manufacturer narrative:
Product complaint # (B)(4). An empty opened foil and a tangled needle/suture combination of product code w9236, lot pam161. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strand and no defects, damaged, transfer of color or suture breakage were noted. A functional test was performed using and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no suture breakage or color appearance was noted and the tested sample met the finished goods requirements. Additional information was requested and the following was obtained: what is meant by the term¿crocking¿? Suture fade and color removed to glove

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by the term ¿crocking¿?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, suture breakage and crocking occurred during the abdominal closure. Changed to another suture to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.